Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during preventative maintenance the cs300 intra-aortic balloon pump (iabp) unit's transport handle was bent, causing it not to retract. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings,investigation conclusions), h10, h11. Corrected fields: e1 (event site telephone: (B)(6). Additional point of contact: (B)(6). The getinge field service engineer (fse) that encountered the issue, replaced the handle and slide panel to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿transport handle¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.

Event description:
N/a.